Manufacturer narrative:
(B)(4). The device has not been received for analysis; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a capio¿ device was used during an unknown procedure performed on (B)(6) 2017. According to the complainant, during the procedure, the needle detached and was left inside the patient. All other information is unknown. Should additional relevant details become available; a supplemental report will be submitted.